Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned and the lot number was confirmed. Visual analysis indicated that the distal catheter shaft was severely kinked/bent and damaged along its entire length & the catheter distal tip was damaged. Functional analysis indicated that the balloon was inflated, but was difficult to deflate. The reported event was confirmed from the damaged noted to the returned device. However, the as reported "balloon burst/ruptured during use" was not confirmed as the balloon was inflated without any issue. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. In the case of this complaint the catheter shaft got damaged during inserting into the sheath during use leading to a damage to the shaft and tip. The as assigned defects "balloon catheter kinked/bent", "balloon catheter distal tip damaged" and "balloon difficult/unable to deflate inside patient/during use" were most likely due to some procedural/anatomical factors encountered during use. Based on the available information and investigation results, an assignable cause of procedural factors will be assigned to this complaint.

Event description:
It was reported that during the procedure, the subject balloon catheter was unable to advance into the 8f short sheath, the distal tip calibration was noted off and the balloon started to get sheered off as pressure was applied into the sheath. The physician replaced the subject balloon catheter with a different company's standard long sheath and completed the procedure successfully. There were no reported clinical consequences to the patient.

Event description:
It was reported that during the procedure, the subject balloon catheter was unable to advance into the 8f short sheath, the distal tip calibration was noted off and the balloon started to get sheered off as pressure was applied into the sheath. The physician replaced the subject balloon catheter with a different company's standard long sheath and completed the procedure successfully. There were no reported clinical consequences to the patient.